Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention will be done to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead migrated and was explanted and replaced. The migration was observed via x-ray. Effective therapy was established.